Manufacturer narrative:
Based on the info provided to 3m espe, it appears that the dental professional placed the implants directly on the mental foramen, leading to the paresthesia. Product instructions for use direct users to avoid such anatomical structures. The device was returned to 3m espe on (B)(6), 2011 for eval and the results are pending. 3m espe will submit a f/u report when the eval is complete.

Event description:
On (B)(6), 2011, 23m espe was informed that a pt experienced temporary paresthesia following placement of three mdi implants directly on the mental foramen. The effects resolved with the removal of the implants.